Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 8 units instead of the expected 150 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, after which minimum fill notification prompted caller to load a new cartridge, successfully displaying correct insulin amount. Caller partially delivered a 10 unit bolus which helped the cartridge read more accurately, with no further action needed unless issue persists.